Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to connect to the ipg with external device following an unrelated surgical procedure. Reportedly, the ipg was not set into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue and the ipg is deemed to be inoperable. As such, surgical intervention may take place at a later date to address the issue.